Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected in the cheeks with 0.5 ml per cheek of skinvive¿ by juvéderm®. Patient immediately experienced "allergic reaction, marks, red bumps, hypersensitivity, and breaking out in the cheeks". Patient concomitantly takes bupropion 300 mg, trazodone 50 mg 1 daily, vilazodone hydrochloride 10 mg, and pantoprazole daily 40 mg. Symptoms are ongoing. This was the initial use of the syringe. The packaged needle was used.